Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, wrinkling. (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who underwent breast augmentation revision with an unspecified mentor saline breast prosthesis on the left side, suffered left breast pain post-procedure. A dent under the left breast was also reported. The patient had mammogram done on (B)(6) 2020, but there was no findings reported. As a result, the patient underwent bilateral removal and replacement with unspecified mentor implants on (B)(6) 2020.